Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "a raised lump" that increased in size is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: adverse events: "the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache." "Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Additionally there have been reports of nodules, infection, and inflammation." "The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid¿s, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month."

Event description:
Healthcare professional reported after injection with juvéderm® ultra plus xc in the nasolabial folds, the patient developed a raised lump on the left lower cheek on day ten after the injection while the patient was on vacation in another country. The lump increased in size, so the patient went to the emergency room and was admitted and taken to the operating room to drain. The patient was admitted for 4 days and placed on antibiotics. Lab work was performed, though details are not available. The injector has been keeping in touch with the patient via email and text. Further follow up with the injecting healthcare professional indicated the area is ¿continuing to soften, probably will result in scar ¿ which will need to be revised.¿ the injector feels this event is directly related to the product.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Healthcare professional reported after injection with juvéderm® ultra plus xc in the nasolabial folds, the patient developed a raised lump on the left lower cheek on day ten after the injection while the patient was on vacation in another country. The lump increased in size, so the patient went to the emergency room and was admitted and taken to the operating room to drain. The patient was admitted for 4 days and placed on antibiotics. Lab work was performed, though details are not available. The injector has been keeping in touch with the patient via email and text. Further follow up with the injecting healthcare professional indicated the area is ¿continuing to soften, probably will result in scar ¿ which will need to be revised.¿ the injector feels this event is directly related to the product.